Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2023. Review of transmissions revealed that the implantable cardiac monitor (icm) was under-sensing signals. It was suggested that this was likely due to device migration. The physician did not perform any programming changes to the icm but will continue to monitor the patient. The patient was in stable condition.